Manufacturer narrative:
The complainant was unable to provide the suspect device's lot number; therefore, the device MFR date is unk. Although the complaint has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. Bsc ref: (B)(4).

Event description:
It was reported to boston scientific corporation that approx ten days after placement of a corflo cubby low profile gastrostomy device, the device button locking adapter cracked. The procedure was completed with a different device (unk device / MFR). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".